Event description:
Foam sleeve adhesive bond separated and foam remained in ear canal. The foam sleeve was removed by a physician. There was slight bleeding on removal. No serious injury or adverse sequela.